Event description:
It was reported that the right atrial lead exhibited noise. The noise could be reproduced isometrics. No electrical anomalies were noted. The lead would be evaluated when the device reaches elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.